Event description:
Customer states the wheelchair will stop all of a sudden when driving the chair. Minor injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code and age of product are unknown. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that his tdxsp-cg power chair will allegedly stop unintentionally while he is driving. The chair had allegedly stopped in an elevator and when the door closed his arm was allegedly scratched. Consumer also alleges that while he was driving his power chair it stopped and he was allegedly almost hit by a car. Minor injury alleged, no medical intervention.